Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer was unable to clear the alarm. The customer's blood glucose was unknown. The customer stated they did not press their buttons for three minutes or longer. Customer was advised to disconnect from the insulin pump. No additional information provided.